Event description:
Reporter noted tip of 25 gauge vitrectomy probe broke during procedure. No pt injury occurred.

Manufacturer narrative:
Twenty five gauge vitrectomy probe has not been rec'd for eval to date.